Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error system detected. Customer's blood glucose at time of incident was unknown. The customer is advised the internal power source in the pump is unable to charge. The customer was advised to disconnect from the device. The customer was advised to remove batter from the pump and monitor the notification light to stop flashing. The customer got a post-reset ram crc alarm instead of normal response. The customer reported via phone call the insulin pump alarm battery replaced now and history pointer failed alarm. The customer was advised to revert to pump replacement due to additional errors.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected pump error 25, pump error 49 or replace battery now alarms were noted. The pump was returned for power error alarm 25. The detailed trace analysis confirmed the alarm 25 was triggered when a backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. The detailed traces confirmed that the root cause was the non-sleep anomaly software error. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, case and keypad overlay. The pump also had a fading serial number label. Per visual inspection, the power connector was found not fully connected.